Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
The consumer reported she could not find the tampon string during removal because the pledget was put in the applicator the wrong way. She was able to manually remove the pledget and did not seek medical assistance.